Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl. The mother stated that she believes the adjustment made to the insulin pump is the reason for the event. Troubleshooting was performed. The high pressure test could not be done as caller did not have tubing clamp available at the time. Days later the mother called back to perform the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.